Event description:
Further information was received that the patient underwent surgery on (B)(6) 2019. It was noted during surgery that both lead pins were loose on the dual pin lead. The surgeon screwed both pins in with 3 turns each. It was also noted that the pins were wiped clean and that there was no noted corrosion on either pin. Diagnostics were performed and impedance was ok. No other relevant information has been received to date.

Event description:
Patient presented with high impedance. Further information was received that the patient underwent a recent generator replacement and that impedance was ok after generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.